Event description:
It was reported that fluoroscopy revealed externalized conductors near the distal end of the svc coil and the proximal end of the rv coil. No electrical abnormalities were noted. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.